Manufacturer narrative:
Investigation summary: contamination suspected as troubleshooting with technical support resolved the issue. Root cause: no investigation required. Source: phone.

Event description:
Reported one false positive result. The customer communicated the result tested negative by molecular (pcr testing).